Event description:
Information was received that per the physician, the cause of the clotting was due to severe critical illness, pre-existing lung cancer, and was multifactorial. The patient¿s severe illness and pre-existing lung cancer were not alleged against the devices. No additional relevant information has been received to date.

Event description:
It was reported that the oxygenator developed some clot formation and was not as efficient as their initial insertion. The next day the device was said to not be working as efficiently and oxygenation decreased with more clotting noted in the device. They planned to change the oxygenator to improve oxygenation and co2 removal. No adverse events were reported. The device serial number was not provided. The device was not returned for analysis. No information has been received despite follow up attempts to the site.